Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant c-reactive protein IV assay, 1 patient sample tested with urea/bun assay and phosphate (inorganic) ver.2 assay, and 1 patient sample tested with online tdm vancomycin gen.3 assay on a cobas c 503 analytical unit. Sample 1: tina-quant c-reactive protein IV: initial result: 0.90 mg/dl. Repeat result: 6.45 mg/dl (tested on cobas pure). Sample 2: urea/bun: initial result: 15 mg/dl. Repeat result: 82.8 mg/dl. Phosphate (inorganic) ver.2: initial result: 0.547 mg/dl. Repeat result: 3.54 mg/dl. Sample 3: online tdm vancomycin gen.3: initial result: <4 ug/ml (accompanied by a data flag). Repeat result: 25.3 ug/ml (tested on cobas pure). The initial results did not match the patients' history, prompting the repeat of the samples. No questionable results were reported outside the laboratory, as the customer noticed that the initial results were low in value. The repeat results were deemed to be correct.

Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number was 92633001 with an expiration date of 31-oct-2026. The phosphate (inorganic) ver.2 reagent lot number was 88382101 with an expiration date of 31-aug-2026. The online tdm vancomycin gen.3 reagent lot number was 90899401 with an expiration date of 31-mar-2027. The urea/bun reagent lot number was 944540. The expiration date was not provided. The provided qc showed that it was acceptable, and the provided hardware check showed that it was within specifications. The provided data revealed that the indicator for the sample probe showed a possible pipetting issue. The field service engineer (fse) exchanged the sample probe and performed adjustments. He then verified the cleaning of the probe from the outside. No further issues were reported after the service visit. The service actions of exchanging the sample probe and performing adjustments resolved the issue.